Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the ins is 'so close' to the skin and bulging. She states it is not causing her pain. She called and left a message with nurse at hcp office. No further complications were noted or anticipated